Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A new cartridge was loaded to resolve the issue. Subsequently, it was reported that resistance was experienced when filling the cartridge with insulin and that the cartridge was leaking from the o-ring. The issue was resolved by performing a supply change. Customer¿s blood glucose level was 130-153 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.